Event description:
After several applications, the catheter would no longer provide temperature readings. We performed all troubleshooting strategies before having to finally replace the catheter with a new one.